Event description:
The ventilator was connected to the patient. The customer reports that the ventilator made a loud popping noise, the 390 screen went blank and the ventilator lost power and stopped cycling